Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that after about 30 minutes into the surgery, the doctor noticed that the probe could not detect nerves. There was no reaction and no electrode return. No error code was displayed on the monitor. The doctor checked the connections of the probe and other electrodes, all the connections were firm. As a result, the doctor replaced the probe with another new probe. The second probe could function properly with the same system. It was the initial use of the probe. The procedure was a thyroidectomy. The surgery was delayed for about 3 minutes. There was no patient impact.

Manufacturer narrative:
Analysis found that there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. If information is provided in the future, a supplemental report will be issued.